Event description:
Healthcare professional reported through sales representative "it had shrunk and there was a 3mm scratch at the 3 o'clock position of the tissue expander." This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on may 26, 2025, with lot number 1184970. Based on the product analysis performed, the assessments of the complaints are: deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, crease and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Peer/ supervisor reviewer. Visual analysis of the photographs identified: device photograph(s) for the device related to the reported event of deflation was requested on march 14, 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: deflation: not observed, it cannot be seen according to the condition of the photograph. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: ¿ deflation: not observed, it cannot be seen according to the condition of the photograph. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported through sales representative "it had shrunk and there was a 3mm scratch at the 3 o'clock position of the tissue expander." This record is for the left side. Device has been explanted and replaced.